Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 400 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge from infusion site. Upon detachment from infusion site, the cannula was found bent. As treatment, the patient was able to successfully apply a new pod.